Manufacturer narrative:
Device lot number and expiration date are not available. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a non-functional internal cardioverter-defibrillator (ICD) lead, a tear in the junction between the innominate vein and the superior vena cava (svc) occurred. Reportedly, the glidelight laser sheath was being used to advance down the lead when a drop in blood pressure was identified, and a pericardial effusion was observed with the use of a transesophogeal echocardiogram (tee). Surgical personnel then accessed and repaired the injury successfully.